Event description:
This is an adverse event recorded on a crf as part of the (B)(6) registry for barrett's esophagus. The pt was retrospectively enrolled with 2 cm low grade dysplasia. Stricture was observed during follow up visit and was successfully dilated. Per physician the severity was mild and the relationship of event to device procedure was unk and there was no device malfunction.